Manufacturer narrative:
The insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. The insulin pump had constant failed battery test alarm due to faulty battery tube. Analysis was unable to confirm excessive no delivery alarms, motor error alarms, motion sensor test failure alarms and motor position encoder error alarms due to failed battery test alarms. However, out of phase motor encoder signal noted during motor testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received several motor error alarms and a motor position encoder error alarm. The customer reported that they received a motion sensor test failure alarm as well. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.